Event description:
This rv lead was implanted on (B)(6) 1999 and remains implanted as of this time. A call was placed to technical services on (B)(6) 2018 stating that a lead safety switch occured on (B)(6) 2017, and greater than 3000 ohms pacing impedance. There was noise and inappropriate stored events. The following physician was dr. (B)(6) at (B)(6) hospital in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).